Manufacturer narrative:
.

Event description:
The pt's daughter reported that when the pt went in for a pump refill, the hcp who refilled the pump missed the port and injected the drug directly into the pt's tissue. The pt was unconscious for several hrs. The pump was used to deliver fentanyl. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.